Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated that the dexcom caused him a major issue on his left arm because it left a hole on the skin due to a skin reaction. The patient reported that it was not just a scar, it was a ¿gigantic hole¿, described to be about two and a half inches long, one inch and half deep. On (B)(6) 2022, the patient called an ambulance and he was taken to the hospital due to the infection from the skin reaction. The patient was treated with unspecified medication, IV fluids and prescribed antibiotics. During the hospitalization, the patient underwent an emergency surgery because there was an infection on the affected area. The patient was discharged from the hospital on (B)(6) 2022. Afterwards, the patient reported they went to the hospital every day for 2 weeks for the treatment. The treatment provided was IV antibiotics to treat the infection. Additionally, the patient reported that he had scheduled a plastic surgery appointment for the (B)(6) 2022 for this skin reaction. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).